Event description:
The ultra-flow valve stuck open during dialysis, resulting in a six kilogram net loss in the pt's weight, causing severe hypotension. The unit did not alarm. The rptr stated that he has another unit with the valve leaking that also does not alarm.